Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital due to infection. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time.

Event description:
It was reported that "it was unable to pace after the pacing probe was inserted to the catheter during use. Another pacing probe was inserted and the problem was solved. There was no problem observed with the catheter." There were no patient complications reported.